Manufacturer narrative:
Investigation of this case revealed a delivery failure consistent with a motor stall and possible fluid ingress or cartridge seal compromise, resulting in inadequate insulin delivery and inaccurate cartridge status detection. It was concluded that the pump experienced a mechanical malfunction of the drive system leading to interruption of therapy and that a replacement device was provided, with the user advised that device data would not transfer and startup would be required on the replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that an ilet pump exhibited a motor stall during delivery, with the piston stopping and the device indicating an empty cartridge despite a half-full reservoir and visible insulin leakage, and a subsequent dry run showed the piston stopped without issuing an ¿unable to proceed¿ alert. Symptoms included hyperglycemia due to interrupted insulin delivery. Outcomes included no reported injury beyond transient elevated blood glucose and no medical intervention or hospitalization. Investigation included remote data review and user troubleshooting education, including instructions to shut down the device, data syncing guidance, and return procedures.